Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient developed an infection. The system was explanted. No other patient symptoms were reported. The patient was stable post procedure.